Manufacturer narrative:
Correction h5 and h8. H5: label for single use? Replace yes with no. H8: usage of device: remove initial use of device and replace with reuse. H11: the device was received for evaluation. An external visual inspection revealed the device to be in good condition. A functional pneumatic integrity test was performed and all hydraulic valves actuated when prompted. Internal connections were correct and secure. A pump control session was performed and the fill and deliver volumes were exactly the same value. The reported condition was not verified. The device met specifications. A service history evaluation was performed, and no issues were found during prior servicing related to the reported problem. As peritoneal dialysis (pd) therapy is often prescribed as a chronic therapy, it is unlikely that an isolated event which transiently decreases pd therapy will result in a clinically detectable or significant harm. If necessary, the patient can continue pd therapy using manual supplies. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd system underdelivered peritoneal dialysis (pd) solution to the patient. This issue was further described as, ¿machine seems not to be taking the correct amount of solution, there was much more fluid remaining at the end of therapy¿. This occurred during an unspecified process step of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.